Event description:
Consumer called because when she uses her equate easyflex total power replacement toothbrush heads the bristles falls out while she using. She used it for a few weeks and the light blue bristle came out while she was brushing her teeth. Customer threw the product away.